Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -7.00/+3.50/100 (sphere/ cylinder/ axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure with elevated iop; medication was prescribed (diamox); on (B)(6) 2021 the lens was exchanged with a shorter length lens but it was later reported that the issue was not resolved and the patient has pupil block/fixed pupil; pressure spikes and prk surgery was performed due to the vision. The cause of the event was reported as "other unexpected short ciliary sulcus space". See MDR # 2023826-2022-00176 for replacement lens claim.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).